Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. The reported poor image resolution, positioning failure of inability to grasp, and difficult or delayed positioning (clip caught on chordae) could not be replicated in a testing environment as they were related to procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be due to the harness pinching the gripper cover; however, a cause for the pinched cannot be determined. The reported inability to grasp the leaflets and poor image resolution appear to be related to patient morphology pathology. In additions, a cause for the reported difficult or delayed positioning (clip caught on chordae) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4-5. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce tr, an additional xt clip (31009r1039) was inserted and grasping was performed. However, the leaflets were unable to be grasped. It was also observed that one of the grippers stopped functioning as intended. It was noted that there were interactions with the chordae. Therefore, the clip was removed and replaced. An additional xt clip (31009r1021) was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was discontinued. Tr was reduced to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.